Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during central processing, the maryland bipolar forceps instrument had a damaged conductor wire. There was no report of patient involvement or no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that the damage to the conductor wire was identified prior to reprocessing. Inspection of the instrument before use in surgery was not performed, so any damage present at that time went unnoticed until after the surgical procedure. The specific details of the damage¿including whether the insulation was compromised, the cable was broken, or any issues with cautery or thermal damage occurred¿remain unknown, as the customer could not provide further clarification on these points. Additionally, no arcing was observed during the procedure, and no photographic images or video recordings of the device or procedure are available for review.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting, which seals the wire entrance to the yaw pulley. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. Components adjacent to the broken do not show damage. The complaint regarding broken conductor wire was confirmed by failure analysis. The probable root cause of a broken conductor wire is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing.